Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Upon reception of the subject cpr3h head, the reported impossibility to perform an implant interrogation was confirmed. Visual inspection of the internal electronic components did not reveal any anomaly. Extensive tests showed an intermittent communication issue at the level of the cable of the programming head. The cpr3h head followed the normal workflow of repair, including a replacement of the cable of the programming head. Proper communication operations were recovered after replacing the cable. Therefore, the programming head was sent back to the field. This case is recorded for trend purpose.

Event description:
Reportedly, device interrogations could not be performed when using the subject programming head.